Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation alleges patient had kidney failure, pain, infection, hip aspiration and hospitalization after asr hip implant. Update: (B)(6) 2013 - asr/supplemental information receive. Part/lot information has been updated. There is no new information that would change the outcome of the investigation. Update: ((B)(6) 2013) - patient fact sheet was received. The part/lot numbers and doi have been updated. There is no new information that would change the outcome of the investigation. Doi: (B)(6) 2007.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.